Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified peripheral artery to below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation at 8 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.